Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 indicating that the power cord ground wire was disconnected. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating when the issue was observed. There was no reported delay in therapy. While evaluating the device for a prior issue captured in another record, the manufacturer's product support engineer (pse) also found that the power cord ground wire was disconnected. The pse replaced the power cord, cleaned the device, performed testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.